Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Evaluation inspected the device and found the device to pass all flow testing with all sensors in specification and functioning as expected.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an occlusion detector failure. There was no known patient injury or medical intervention associated with this event. No additional information is available.